Manufacturer narrative:
Alleged failure: ccu is registering camera then dropping signal. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: software download issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: ccu is registering camera then dropping signal. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: software download issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.